Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 3/12/15 : the device was returned to animas and evaluated by product analysis on 3/11/15 with the following results: confirmed the display is dim and has a reddish tint. Unrelated to the complaint, there is a crack in the battery compartment below the bumper grip.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.